Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the control knob and the potentiometer of the external pulse generator (epg) were broken, however, the menu dial knob was missing and the potentiometer (encoder assembly) was pushed inside the epg due to a broken upper case. It was noted that the output connector, hanger assembly and capacitor on the main printed circuit board (pcb) were broken. It was further noted that the encoder assembly and three knobs were contaminated. Additionally, the display wire insulation was pinched although the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the control knob and the potentiometer of the external pulse generator (epg) were broken. There was no patient involvement.